Event description:
Subsequent to the initial filed report, additional information was received indicating that prior to diagnosis of restenosis of the implanted 3.5x28 xience v rx and a 3.5x18 xience v rx stents, the patient had presented with angina. No additional information was provided.

Event description:
It was reported that in (B)(6) 2011, a 3.5x28 xience v rx and a 3.5x18 xience v rx stent were both implanted (overlapping) in a lesion in the narrow, mid right coronary artery (rca) of the patient while in (B)(6) hospital in (B)(6). On (B)(6) 2012, restenosis in the overlapping area of both stents was discovered at (B)(6), in (B)(6), as the patient was experiencing symptoms. The narrow, 80% restenosed lesion was treated via angioplasty of the restenosed site using a 3.0x15 trek balloon dilatation catheter, followed by placement of a 3.5x22 non-abbott drug-eluting stent. Post-dilatation of the non-abbott stent was performed using a 4.0x15 nc trek rx balloon dilatation catheter, resulting in 0% stenosis. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated implant date. The rx xience v 3.5 x 18 mm is being filed under a separate manufacturer report number. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Date filed on the final MDR was incorrect and should be (B)(4) 2012.